Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to a bacterial infection. The patient was hospitalized for the peritonitis event and another indication. On an unreported date, the patient was treated with unspecified anti-inflammatory drug for peritonitis. On an unreported date, the patient began treatment with an intravenous ceftazidime infusion (three injections in total, dose not reported) for peritonitis. On an unreported date, pd therapy was withdrawn for three days and the patient was switched to hemodialysis. On an unreported date, the patient began treatment with dianeal therapies. At the time of this report the patient was recovering from the peritonitis event, remained hospitalized and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The previously reported unspecified anti-inflammatory drug used for treatment of the peritonitis was delivered by injections (doses, frequencies, and routes of the injections were not reported). It was reported that peritoneal dialysis continued during the treatment (no further detail was provided). On an unreported date, the peritonitis was resolved. Should additional relevant information become available, a supplemental report will be submitted.